Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4)

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted low and re sulted in an elevated end diastolic pressure (edp). A second transcatheter bioprosthetic valve was successfully implanted and hemodynamics improved. No further adverse patient effects were reported